Event description:
As reported, "physician was removing sheath from femoral vessel and said the sheath just snapped about 1 cm from the hub. The tip of the sheath was left in the patient and had to be surgically removed. After speaking with the lab, they indicated that the physician tried to advance a benson wire through the sheath and was not successful, then proceeded to advance an .035 amplatz wire. After the wire was in place, he removed the sheath, it was noticed the sheath had broken off." No patient complications were reported. The used device has been returned to navilyst medical.

Manufacturer narrative:
In lieu of a reported lot #, a ship history report (shr) was generated for item # h965457531 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2015 navilyst medical complaint report was reviewed for the mini-stick product family and the failure mode "sheath broken/migrated." No adverse trends were identified. The returned device was forwarded to navilyst medical's supplier, intromed for eval. Their review indicated that, under magnification, the sample was not snapped or fractured, as reported by the end user but rather that a tensile force had been applied to the device during use that was significant enough to stretch and thin the wall section of the sheath tubing to the point of tensile failure and separation. A similar root cause investigation showed that the damage had most likely been initiated when a cut or slice from a sharp cutting instrument, such as a scalpel, was followed by tensile load significant enough to cause separation in the sheath tubing segment. Intromed's review of their device history records found no evidence of a defect or processing occurrence which could have contributed to the tensile failure. Navilyst medical incoming inspection process controls for this device include a visual aql inspection for the following: verify items are free of foreign matter, film, or loose particles; verify dilator tips are free of damage; verify the items have no flash greater than 0.010"; verify there are no pinch marks on dilator hub shaft greater than 0.007" above shaft diameter; verify that the transition between dilator and sheath is smooth with no visible gaps or rough edges; verify the tubing ID inside the hub does not have any flash that may obstruct the ID (for both dilator and sheath); verify the sheath/dilator items are supplied, assembled as shown on drawing and are aligned on a straight axis (some curvature is acceptable, as long as there are no kinks in the tubing); verify the correct french size is molded on hub as per drawing. In addition to the visual inspections, various dimensional inspections are required as well as tensile test of the dilator, sheath. ((B)(4)).

Manufacturer narrative:
The returned, used introducer is a purchased component for navilyst medical. It has been forwarded to the supplier, intromed, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted.